Event description:
Our sales rep reported that the customer informed him on (B)(6) 2013 that during a procedure using an fms pump, the fill chamber of the fms tubing filled with blood. There were no reported adverse patient consequences, the sales rep stated that the customer showed him a photo of the blood in the fill chamber, and told him the tubing set was only used on the one patient. The tube set was then discarded by the customer. The sales rep reported that the date of the procedure was believed to have been on (B)(6) 2013, the customer did not tell him the type of procedure that was being performed, and no lot number was given to the sales rep by the customer. The sales rep stated the customer would not provide him with a copy of the photo, and are no longer being cooperative with this product complaint. Additional information received by mitek from the sales rep on (B)(6) 2013, indicates that there were no complaint issues of any kind from the customer regarding their fms pump that was used in the procedure.

Manufacturer narrative:
Evaluation statement: the complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. Initial complaint information received by the sales rep indicated the complaint device was used on only one patient. Multiple attempts were made by mitek personnel to get additional complaint information from the customer regarding the reported issue, however the customer was unresponsive. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.